Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional info was provided, which indicated a cartridge and handpiece was used. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a pt was not happy with the result. There was no report of the pt's daily activities impacted, or a decrease in best corrected visual acuity. In a follow up, the surgeon reported the pt "ended up -1.75 diopters" and experienced anisometropia. The lens was exchanged for another iol and the event resolved following the exchange procedure. The surgeon reported in his opinion, the iol did not cause for contribute to the event. Additional info has been requested.